Event description:
It was reported that this pacemaker recorded an atrial tachy response (atr) due to undersensing of the atrial channel. Device data was sent to rhythmcare for review. Rhythmcare then discussed further programming options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.